Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in an unspecified number of tubes. Specimen recollection occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g4. PMA / 510(k)#: k230855. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received four (4) photos for investigation. One of the customer photos shows poor barrier separation. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, poor barrier separation was seen in an unspecified number of tubes. Specimen recollection occurred. No adverse impact was reported regarding the patient or user.